Event description:
It was reported that the patient experienced symptoms of a cerebrospinal fluid (csf) leak. A seroma relative to the implanted system was aspirated. Patient symptoms following the seroma aspiration included swelling at the lower back and headache. Approximately 2 months after the aspiration a blood patch intervention was performed and successfully terminated the csf leak. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).